Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant procedure the right ventricular (rv) lead had consistent oversensing of p waves on the ventricular channel. Multiple positioning attempts were made and produced the same oversensing. It was suspected the lead had insulation damage. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.